Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with episodes of non-sustained right ventricular oversensing. The right ventricular lead exhibited noise. The lead measurements were stable and within range. Noise was not reproducible with isometrics. Programming changes were made. Lead was capped and replaced later on (B)(6). No damage was noted upon opening the pocket. The patient was stable before, during and after the procedure.